Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has received the suspect gde, the evaluation is anticipated but not yet begun.

Event description:
The customer reported on this avea ventilator the fraction of inspired oxygen (fio2) delivery is out of specification. The customer reported this was found during servicing of the device with no reported patient event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect blender assembly for investigation. The testing failed the blender verification test and calibration. The blender assembly was visually and physically inspected, which found a loose flag hub on the blender motor shaft. The reported fraction of inspired oxygen (fio2) dropping out of specification was duplicated and the root cause was determined to be the movement of the flag hub on the blender motor shaft.